Event description:
The MFR received info alleging a pt expired while using an everflo oxygen concentrator. The device has yet to be returned to the MFR for evaluation. A follow up report will be submitted when the MFR has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a patient expired while using an everflo oxygen concentrator. The manufacturer received information confirming the everflo oxygen concentrator had no involvement in the patient's death.